Event description:
It was reported that rust-like foreign matter was found on the needle 25ga 1in. The following information was provided by the initial reporter, translated from japanese to english: "fm: rust-like fm is adhering to the needle. This is observed in a number of products. When the nurse wiped them with wet tissues, they got black stains."

Manufacturer narrative:
Investigation summary a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty of the returned samples were selected for a thorough evaluation by our quality engineer team. Through examination, no signs of foreign matter (rust) were observed on any of the needles. The needles were also examined for signs of bending; however, all of the needles appeared to be within specification. Based on the investigation findings, an exact manufacturing related cause could not be determined for the reported foreign matter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rust-like foreign matter was found on the needle 25ga 1in. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm: rust-like fm is adhering to the needle. This is observed in a number of products. When the nurse wiped them with wet tissues, they got black stains."